Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped pipeline had resistance in the phenom catheter and it failed to open. On (B)(6) 2024, the healthcare provider (hcp) performed a dense mesh stent implantation. During the operation, the delivery resistance of stent microcatheter was great, and the tip end of the dense mesh stent could not be opened. The operation was completed after the stent was replaced. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The patient was being treated for an unruptured, saccular aneurysm in the left carotid artery, ophthalmic region. The max diameter was 5mm and the neck diameter was 4mm. The distal landing zone was 3mm and the proximal landing zone was 3.2mm. Vessel tortuosity was severe. The access vessel was the femoral artery wis a diameter of 7mm. Dual antiplatelet treatment was administered. No patient injury or symptoms were reported.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex braid was returned stuck inside the phenom 27 catheter, bio-hazard bag, and shipping box. The pushwire was not returned. ¿ damage location details: the distal end of the braid was not opened and frayed. The proximal end of the braid was found fully opened and frayed. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 4.0cm to 14.8cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the catheter was cut to remove the braid. The total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was confirmed that the braid's distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include severe vessel tortuosity, a damaged braid or the user deploying the braid in the vessel bend. The customer indicated that the braid was not positioned in a vessel bend, which rules out the user deployed the braid in the vessel bend as a potential cause. It is possible that the severe vessel tortuosity and damaged braid contributed to the failure to open. Damage to the braid can occur due to resheathing more than 2 times, over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. Additionally, the customer's report of "resistance during delivery" was confirmed, as the pipeline flex braid was returned stuck inside the phenom catheter. Both the pipeline flex braid and the catheter were found to be damaged. The observed damage on the catheter (accordioning), and braid (fraying), indicates that high force was likely used. This damage may have occurred when the customer attempted to advance or retrieve the pipeline flex through the catheter against resistance. However, the root cause of the resistance could not be determined. The possible causes of the resi stance could be severe vessel tortuosity and a lack of continuous flushing with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline experienced resistance during delivery in the middle segment of the microcatheter. No damage was observed to the pipeline pushwire or the catheter. It was confirmed that the distal end of the pipeline stent failed to open. The pipeline was not positioned in a vessel bend. Push-pull was attempted as well as retrieving and redeployment but these maneuvers were unsuccessful in opening the pipeline.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.